Event description:
Physician's assistant reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. It was stated that the drive support cap is protruded. Blood glucose value was 178 mg/dl. It was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker, racked case on the display window corner and cracked reservoir tube lip.